Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on the right ventricular lead. An inappropriate shock was aborted. The patient chose to disable defibrillation mode. No further information is available.